Manufacturer narrative:
A.1), a.2), a.3), a.4) unk. Three attempts were made to obtain this info. The user was unable to provide this info.

Event description:
At the end of a procedure on 07/24/97, the subject cobe perfusion pack was found to have the outlet arterial line connected to the inlet port of the membrane compartment of the oxygenator. The customer indicated that subsequent inspections revealed the same problem in 4 other packs from this lot as well. No patient injury resulted.